Manufacturer narrative:
The product associated with this report has not been returned to allergan. Based upon the serial number provided by the reporter, in the report to the FDA, the connector type is assumed to be a taper ii. There is no contact info available for the initial reporter of the alleged event and allergan can not ask for the return of the product for analysis. Allergan has not received the product. Therefore, no analysis or testing has been done. Erosion is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. As with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."

Event description:
Voluntary report by a risk mgr to the FDA: "pt found to have gastric erosion apparently caused by the lap-band. Pt to surgery for laparoscopic removal of the lap-band." Allergan became aware of the reported alleged event through the maude event report (foi) from the cdrh (FDA) (B) (4). The reporter did not contact allergan.